Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 june 2025, a 22mm amplatzer amulet was selected for implant using a 12f amplatzer torqvue delivery system. The 22mm amulet was mis-sized; there are no allegations of malfunction with the 22mm amulet. Then, a 25mm amplatzer amulet was implanted using the same 12f amplatzer torqvue delivery system; the delivery system was recommended to be exchanged, however the physician declined. Trace circumferential pericardial effusion in the pa and la was observed prior to implant. The transseptal puncture was inferior/mid. Protamine was not given post-implant. First act was 215; follow up act was 302. (B)(4) units of heparin was administered during implant. Approximately 1.5 hours post-implant, while the patient was in the pacu, the patient was awake and alert with strong pulses. The arterial line was removed and then the patient complained of neck pain. The pillow under the patient was removed and the patient was adjusted. Then, the patient arrested and code was initiated. It was observed that the patient had blood in the mouth post-endotracheal tube removal. Transesophageal echocardiogram (tee) was performed which showed the pre-procedural trace pericardial effusion unchanged from prior to procedure; cardiac tamponade was confirmed. Pericardiocentesis and open-heart surgery were performed to treat the effusion. The physician alleged that the effusion was the cause of the patient's cardiac arrest. The patient was reported to be recovering.

Manufacturer narrative:
An event of pericardial effusion and cardiac arrest was reported. Field indicated that trace circumferential pericardial effusion in the pa and la was observed prior to implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Pericardiocentesis and open heart surgery were performed to treat the effusion. The physician alleged that the effusion was the cause of the patient's cardiac arrest. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer stated that. Cine review medidata # (B)(4). No pericardial effusion is shown on the images provided. Tee and angio images are only procedural. Angio images uploaded are very difficult to review as the quality is poor. No data was able to be obtained looking at those images. Upon initial review of the tee, the very first image is a trans-gastric view which does show a small pericardial effusion around the rv/lv posteriorly. The distance to pa was measured in a proximal location measuring approximately 3 mm. There is a thinner portion between the pa/laa distally 2.4mm which may be more accurate to where they ended up placing the device. Tsp appears to be mid/mid. The first device appears to be too small. The larger 25 mm device appears more appropriate in size. Device placed appears to have a shoulder in the 135 degree view and does not appear to meet the cx criteria of close. The disc prior to release was up on top of the pulmonary vein ridge but appears that it dropped underneath the ridge post deployment of the amulet device. The disc appears to rub the inside of the pulmonary vein ridge in final images (90 degree view). 3d en face also shows the disc under the ridge. No pericardial present at the end of the procedure. Transgastric view that was taken pre-procedurally was not done again to compare small effusion seen prior to case start.

Event description:
N/a